Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reportedly received results of 188 mg/dl, 177 mg/dl, and 93 mg/dl within 10 minutes on the aviva system. No adverse event reported. The alleged test strips were stored in a bag, not the vial. Customer reported these test strips were discarded and will not be returned for evaluation.